Event description:
In 2008, the pt reported an elevated blood glucose reading today of 450 mg/dl with her target range being 150-180 mg/dl. Symptoms were fatigue and confusion, and the corrected her reading by bolusing 7.5 units of insulin. She stated her current reading is 169 mg/dl. She stated she has changed her insulin infusion sets 5 times in the past 3 days, due to site irritation concerns. During troubleshooting, she stated she typically changes her infusion headset and tubing every 5-6 days. She was advised her headset should be changed every 1-2 days. She said she knew she was using it outside of product specification but has been given approval by her doctor. She said she notices blood in her infusion set tubing when it has been in use too long. She stated she uses the front of her abdomen for infusion sites and has a lot of scar tissue and is thin, so she has very few places to insert her headset. Site rotation and management along with recommended product use schedules were discussed with the pt. Complimentary infusion sets and a guide to infusion site management were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.